Event description:
In a procedure to change pacemaker generator the distal pins to the rv lead were unable to be opened, as they were stripped. The covering of the titanium block was opened, but the pins still could not be loosened. The pins were reunited & generator reinserted. Pt was transferred for reinsertion of leads & generator - revision not possible.